Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife had experienced low blood glucose. The customer¿s blood glucose level was 60-40 mg/dl at the time of the incident. The customer was treated with food. The customer was advised to replace the sensor. The insulin pump will not be returned for analysis.